Event description:
It was reported that this right ventricular (rv) lead showed small amplitude signals with what appears to be loss of capture (loc). Some ventricular pacing events appeared to be fusion with underlying r wave. An office testing was recommended to verify normal function. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.